Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the root cause of the sapien valve stenosis cannot be determined. In addition to the mechanisms described above, patient factors and co-morbidities (rheumatoid arthritis with steroid use, immunocompromised) may have contributed to the stenosis of the sapien valve 4 years and 8 months post implant and subsequent sapien 3 valve deployment during a valve in valve procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, one year post implant of a 23mm sapien valve in the aortic position, echo indicated a peak gradient of 37 mmhg, a mean gradient of 23 mmhg and a velocity (vmax) of 304cm/s. Echo performed 4 years post valve implant indicated a well seated valve with mild anterior paravalvular leak (pvl), a peak gradient of 86 mmhg, a mean gradient of 51 mmhg and a vmax of 465cm/s. Eight months later, echo indicated a well seated valve, an ef of 48%, a peak gradient of 141 mmhg, a mean gradient of 80 mmhg, a vmax of 594cm/s, mild aortic insufficiency (ai), and mild left ventricular hypertrophy (lvh). Tee performed 6 days later showed similar results ¿ mean gradient of 70 mmhg, vmax of 550cm/s, severe aortic stenosis (as). The patient was very symptomatic and unstable with severe as. A valve in valve procedure was scheduled; however, due to the patient¿s condition, an urgent / acute transfemoral valve in valve procedure was performed. A 23mm sapien 3 valve was deployed in the existing sapien valve with good results. At the time of this report, the patient was in ¿excellent¿ condition. Both valves remain implanted in the patient.